Event description:
It was reported that during trio surgery (plif, l4/5), the tip of reduction instrument broke when surgeon corrected the spondylolisthesis of l4. The marker of the device had already exceeded the ok sign. The broken tip was remained to the post screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing review revealed a device that was approximately 8 years old, and it was unknown if the instrument sustained damage prior to this reported event. No manufacturing issues were identified during manufacturing record review. Conclusion: the plausible root cause is normal wear.

Event description:
It was reported that during trio surgery (plif, l4/5), the tip of reduction instrument broke when surgeon corrected the spondylolisthesis of l4. The marker of the device had already exceeded the ok sign. The broken tip was remained to the post screw.